Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the operative report provided on (B)(6) 2011 gives no additional information regarding the condition of the explanted device. The surgeon's response indicated the device was explanted due to pannus/host tissue was is unconfirmed. However, the operative report does not support the surgeon's response. The device is not available for return as it was discarded by the hospital. Therefore, this information cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, our sales rep has confirmed that the edwards device was explanted for ppm and was replaced with a sorin mitroflow which subsequently became infected. The sorin company has been apprised of the explant of their device and the reason for the explant. We are unable to get the explant date of the original edwards device. In his response, the surgeon indicated the edwards device was discarded and there was no infectious disease involving this device. No additional information is available. Conclusion: it has been well-documented that prosthesis-patient mismatch (ppm) is a fairly common phenomenon in aortic valve replacement procedures whenever a prosthetic/bioprosthetic heart valve is used. It is believed that nearly all patients receiving a prosthetic/bioprosthetic valve will have some degree of ppm because of the sewing ring, stent/wireform, leaflets of the prosthesis/bioprosthesis all of which can produce a relative obstruction to blood flow. Although, severe mismatch should be avoided, moderate mismatch is usually tolerated in patients if the ejection fraction is normal. The ppm may not be related to a malfunction of the device itself even though the implantation of the valve may contribute to the reduction of the overall effective orifice area. And in this case, the surgeon implanted a larger size of the same model device after explant of the sorin mitroflow valve. The surgeon has reported no additional complications for this patient. Corrected data: the description of event has been rewritten to accurately reflect the information from the surgeon.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of approximately 1 year 11 months (23.57 months) due to endocarditis and severe paravalvular aortic regurgitation. Per operative report received from surgeon: this lady initially had aortic valve replacement but very quickly developed aortic stenosis across the valve. Four months ago I re-replaced her valve enlarging the aortic root but she developed endocarditis and severe paravalvular regurgitation. A the time of surgery, she was not clinically infected.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the edwards valve was explanted for "patient prosthesis mismatch". The operative report states "this lady initially had aortic valve replacement but very quickly developed aortic stenosis across the valve. Four months ago, I re-replaced her valve enlarging the aortic root..." The surgeon's response does not provide the date of explant of the edwards device but the implant duration is estimated to be approximately 19 months. However, he explains the event as "was explanted for ppm and replaced with a (sorin) mitroflow which led to endocarditis."